Event description:
The pt reported that he had passed out while in the tub and had fallen backward and about 12 hours later his wife found him laying in the tub. She then checked his blood glucose it was reading in the 20's mg/dl so she gave him a manual injection of 1.0 mg of glucagon. She waited 10 to 15 minutes but he did not improve so she called for the emergency medical technician. Upon their arrival they gave him sugar water and rushed him to the hospital where he was admitted to the intensive care unit in a diabetic coma. He stayed in the hospital for 3 or 4 days before being released.

Manufacturer narrative:
The product was not returned for evaluation. We are unable to determine if any product malfunction or other product condition could have contributed to the reported hypoglycemia and hospitalization. No product lot number was reported therefore no qualification records were reviewed.